Event description:
As a new user of the dexcom continuous glucose monitor I was trying to insert a new dexcom g8 sensor (lot # 5265569) for the first time (january 9th) and the sensor applicator did not separate from the sensor, the 2 pieces were stuck to my arm and I couldn't remove it without forcibly tugging off of my arm. As this was my first time I didn't know if I did something wrong. I immediately (B)(6) searched "dexcom sensor stuck" and found a video that described exactly what was happening to me. I then tugged the applicator and the sensor detached from my arm. About 15 minutes later, I tried again with another sensor applicator and it worked. It was so easy. That was january 9th. Last night, february 25th, I had the exact issue happen again, with another sensor from the same lot # (5265569) as the one that failed to deploy in january. I decided to take a break for a day and followed my back up finger stick procedures, then I tried to reinsert another sensor then again today, and it jammed / got stuck again today. I've now had 3 of my dexcom sensor applicators failed to deploy in less than 2 months. I've tried to call in to dexcom and have been challenged by their slow response to my inquiries. The 3 reports to dexcom that I have made are associated with these complaint #s below: (B)(4) - january 9th (B)(4) - february 25th (B)(4). This is not the first time I had issues with dexcom, however, I was convinced that the new system was going to work better. I guess the best life lessons are those that the eternal optimists are challenged by in order to keep being optimistic. Thank you for your important work! (B)(6). FDA safety report ID# (B)(4).